Manufacturer narrative:
Conclusion: no conclusion can be drawn.visually examined. Photographic images made. Complaint reviewed and analysis showed no trend. Device history record reviewed.

Event description:
Allegedly the screws broke in surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(4).